Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub issues occurred during use with bd 1ml tb syringe slip tips. The following information was provided by the initial reporter, "it was reported the needle shield is hard to remove and when the shield is removed, the hub remains inside the shield. Issue: consumer reported needle hub remains inside the needle shield. When she removes the needle shield. It is hard to remove. This is the box that was a replacement we sent to her. Sample-available. Occurence-3 detached needle hub. Occurence-3 hard to remove. Consumer uses new needle for her injection. She stated she has called us in the past regarding similar issue. Explained the consumer to let doc know during her next visit to see if there is any instruction doctor can go over since re occurence and concerned. Consumer asked if there was any other needle she can use. Advised consumer to check with her doctor. Offered to send the replacement to her pharmacy." 3 occurrences were reported.

Event description:
It was reported that needle hub issues occurred during use with bd 1ml tb syringe slip tips. The following information was provided by the initial reporter, "it was reported the needle shield is hard to remove and when the shield is removed, the hub remains inside the shield. Issue: consumer reported needle hub remains inside the needle shield. When she removes the needle shield. It is hard to remove. This is the box that was a replacement we sent to her. Sample-available. Occurence-3 detached needle hub. Occurence-3 hard to remove. Conumer uses new needle for her injection. She stated she has called us in the past regarding similar issue. Explained the consumer to let doc know during her next visit to see if there is any instruction doctor can go over since re occurence and concerned. Consumer asked if there was any other needle she can use. Advised consumer to check with her doctor. Offered to send the replacement to her pharmacy.". 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: 10 sealed packaged 1ml s/t syringes were received, confirmed to be from batch #9007602 (p/n 309623). Also received was a rubber tied bundle of several opened packages of 1ml s/t syringes from the same batch #. Samples were visually evaluated. Some packages in the bundle had exposed sharps, therefore it was unsafe to evaluate them. It was also unclear whether these samples have been used or otherwise manipulated. With the exception of one sample, none others from the bundle were evaluated. The one sample appeared to have been unused. The shield was tested for removal and was above specification. The needle hub was observed to have damage on all four corners where it touches the inside of the shield. The shield had a stress crack in it. The 10 sealed packages were tested for shield removal force. All samples tested were within product specification range for shield force removal. No defects found with these 10 samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the tight shield defect is associated with the assembly process.